Event description:
The customer reported that the ed-1 acuity central monitoring system was down and would not power up. This resulted in a temporary inability to monitor pts centrally. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Acuity factory service confirmed that the cpu power supply unit (psu) had failed, resulting in the loss of power to the cpu. Factory service replaced the power supply to restore normal operation. They also found that the root partition of the hard drive had been corrupted. They replaced the hard drive with a new hard drive with the software loaded. After testing, factory service returned the unit to the customer. The customer has not reported any other cpu failures since we returned the device to them on 2010-08-20. We believe that the hard drive failure likely was a secondary effect of the psu failure since power irregularities can corrupt and damage hard drives. The power supply unit (psu) and hard drive are internal sub-components of a purchased, off-the-shelf, sun-blade microsystems central processing unit (cpu). Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure.